Event description:
It was reported that a patient's blood glucose levels (bg) reached 335 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. The distal tip of the soft cannula was observed to be torn off, shortening the soft cannula. It could not be determined when this damage occurred to the soft cannula.